Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the right master tool manipulator (mtmr) on the surgeon side console (ssc) 2 couldn't open. The fse replaced the mtmr to resolve the issue. The system was tested and verified as ready for use. Isi did receive a the mtm involved with this complaint to perform failure analysis (fa). The reported failure was reproduced during calibration. The mtm needed replacement for the grip lever, inner grip spring, and outer grip spring.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the master tool manipulator - right (mtmr) grip couldn't open. The customer stated that the grip spring was loose. The customer swapped to a second surgeon side console (ssc) to continue the procedure. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was not started as a dual console system. The customer elected to use the second surgeon side console. There was no injury to the patient.